Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm adapter / connector defective / damaged on (B)(6) 2024, a nurse was treating a patient for an infusion and found that the heparin cap connection of a closed indwelling needle had broken off and was removed without discomfort to the patient.

Manufacturer narrative:
1. DHR/bhr review lot#3347333. 1-the products of this batch were assembled at intima ii auto line 4 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batch used in this batch of products is 3353558, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test and prn torque test. The tests are passed, no leakage is found at the prn, and the prn torque is within the product specifications. No abnormality is found in the interior of the adapter through visual inspection. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defect status of the complained sample cannot be identified, the root cause of the fracture of the connection of the prn cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional informaiton provided.